Manufacturer narrative:
The insulin pump was received with blank display due to electrical component on lcd puncturing through the isolation tape and making contact to the battery tube positive side. Unable to verify frozen screen due to blank display.

Event description:
It was reported that the insulin pump had a frozen screen. Troubleshooting was performed, but the screen remained frozen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.